Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support on (B)(6) 2022, reporting a drain complication encountered, please check patient line (pl) and drain line (dl)message occurred in drain 0 (occurred three times). The patient was not sure if he was empty. The patient further explained that his catheter was changed today and that he has not had treatment since saturday. The patient was not sure if he may or may not have absorbed his solution. Tech support advised to contact the on-call pd registered nurse (rn) to see if he might have absorbed his solution and if it would be okay to move forward in the treatment. There was no patient harm or adverse event, and no medical intervention was required. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).